Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure, or other irritating chemical coming in contact with the eye. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. A review of the lot batch record concluded that this product was formulated and manufactured according to local and global specifications. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing redness, irritation, burning, and sensitivity to light in both eyes upon initial use of product. Consumer was seen by a physician assistant (pa) two days after the use of the product and was diagnosed with a corneal abrasion in the right eye. The pa noted no changes in vision and that the patient was possibly exposed to some chemicals at work. The pa prescribed vigamox and ibuprofen and instructed the patient follow-up with an ophthalmologist the next day. At the follow-up, the ophthalmologist diagnosed chemical conjunctivitis in both eyes and stated that the patient did not have a corneal abrasion. Eye care practitioner instructed the consumer to continue vigamox and begin loteprednol and artificial tears. The conjunctivitis was resolved at a subsequent follow-up visit. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.